Event description:
Account alleged the brakes would not hold on this bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom technician found worn brake/steer casters that could not be adjusted and a broken cam pivot. The hill-rom technician replaced the casters and cam pivot to repair the bed. The affinity service manual (man013re) documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.